Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo a confirmation test". The patient's past medical history included menarche (at age 12). She denies any dysmenorrhea or menorrhagia. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis and vulvovaginal warts. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In 2015, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cutaneous sarcoidosis, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. Most recent follow-up information incorporated above includes: on 17-may-2018: event outcome of pelvic pain updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoen confirmation test". The patient's past medical history included menarche (at age 12). She denies any dysmenorrhea or menorrhagia. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis and vulvovaginal warts. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic reaction"), cutaneous sarcoidosis (seriousness criterion medically significant), allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, cutaneous sarcoidosis, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cutaneous sarcoidosis, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding , (vaginal, menorrhagia sarcoidosis lupus pernio, nickel allergy, vaginal discharge, fatigue, weight gain acid reflux, alopecia, device monitioring error were added . Lot number added. Lab data updated. Product, patient & reporter information updated. On 2-mar-2018: medical records received: reporter, concomitant disease and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) -2017: follow up received from summons-case category changed from other event to incident and essure start and stop date was updated. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's past medical history included menarche (at age 12), abdominal pain, vomiting and diarrhea. She denies any dysmenorrhea or menorrhagia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts and uterine bleeding. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In 2015, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cutaneous sarcoidosis, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received: reporter, historical condition, concomitant disease and event (nausea) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder"), cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (batch no: 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoen confirmation test". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux and morbid obesity. She denies any dysmenorrhea or menorrhagia. On (B)(6) 2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound (aug-2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. On (B)(6) 2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst and obesity. Concomitant products included esomeprazole magnesium (nexium control), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ketorolac tromethamine (toradol) and prednisone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In august 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In september 2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In january 2011, the patient experienced alopecia ("hair loss"). In january 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition"), nausea ("nausea") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins nos and surgery (ablation on (B)(6) 2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis and rash outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6) 2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cutaneous sarcoidosis, weight increased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs received. Event per pfs: genital bleeding was added and outcome was updated to resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side had difficulty deploying (another device had to be used) nos", device use issue "had to use a second device" and device monitoring procedure not performed "plaintiff did not undergoen confirmation test". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux, morbid obesity, smoker and endometrial ablation. She denies any dysmenorrhea or menorrhagia. (B)(6) 2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound ((B)(6) 2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. On (B)(6) 2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst, obesity and hypertension. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2009 for contraception as well as cetirizine hydrochloride (zyrtec) since 2018, cyanocobalamin since 2018, ergocalciferol since 2017, esomeprazole magnesium (nexium control), esomeprazole from 2017 to 2018, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluticasone propionate (flonase) since 2018, ipratropium bromide (atrovent) since 2016, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009, omeprazole (prilosec) since (B)(6) 2018, prednisone, pyridoxine hydrochloride (vitamin b6) since 2018, salbutamol (albuterol) since 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2018. In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced autoimmune disorder ("autoimmune disorder"), cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio"), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and procedural pain ("woke up mid-surgery kicking and screaming while on the table") and was found to have weight decreased ("severe weight loss- yes"). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins nos and surgery (ablation on (B)(6) 2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis, rash, bacterial vaginosis, procedural pain and weight decreased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device.need for additioanl surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6) 2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cutaneous sarcoidosis, weight increased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune disorder') and cutaneous sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis lupus pernio') in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test", device deployment issue "right side had difficulty deploying and had to use a second device" and device use issue "had to use a second device". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux, morbid obesity, smoker and endometrial ablation. She denies any dysmenorrhea or menorrhagia.(B)(6) 2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound ((B)(6) 2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. (B)(6) 2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst, obesity and hypertension. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2009 for contraception as well as cetirizine hydrochloride (zyrtec) since 2018, cyanocobalamin since 2018, ergocalciferol since 2017, esomeprazole magnesium (nexium control), esomeprazole from 2017 to 2018, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluticasone propionate (flonase) since 2018, ipratropium bromide (atrovent) since 2016, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) from january 2009 to august 2009, omeprazole (prilosec) since (B)(6) 2018, prednisone, pyridoxine hydrochloride (vitamin b6) since 2018, salbutamol (albuterol) since 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2018. In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and procedural pain ("woke up mid-surgery kicking and screaming while on the table"). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins nos and surgery (ablation on (B)(6) 2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis, rash, bacterial vaginosis and procedural pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6) 2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cutaneous sarcoidosis, weight increased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- bacterial vaginosis, device deployment issue. Concomitant drug, medical history were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone confirmation test". The patient's past medical history included menarche (at age 12), abdominal pain, vomiting and diarrhea. She denies any dysmenorrhea or menorrhagia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts and uterine bleeding. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In january 2011, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In january 2014, the patient experienced vaginal discharge ("vaginal discharge"). In january 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and nausea ("nausea"). The patient was treated with vitamins, ranitidine hydrochloride (zantac) and surgery (to remove the essure/hysterectomy (partial)/salpingectomy/septoplasty). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis and rash outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: following events were added: psychological or psychiatric problem condition: depression, mental anguish, autoimmune disorder- type of disorder: sarcoidosis and skin rash. Treatment drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoen confirmation test". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux and morbid obesity. She denies any dysmenorrhea or menorrhagia.(B)(6) 2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound ((B)(6)2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. (B)(6)2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst and morbid obesity. Concomitant products included esomeprazole magnesium (nexium control), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ketorolac tromethamine (toradol) and prednisone. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In (B)(6)2011, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and nausea ("nausea"). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins and surgery (ablation on (B)(6)2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis and rash outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device.need for additioanl surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6)2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cutaneous sarcoidosis, weight increased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- outcome of menorrhagia, vaginal haemorrhage updated to recovered / resolved. Treatment and concomitant drug, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side had difficulty deploying (another device had to be used) nos", device use issue "had to use a second device" and device monitoring procedure not performed "plaintiff did not undergoen confirmation test". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux, morbid obesity, smoker and endometrial ablation. She denies any dysmenorrhea or menorrhagia. (B)(6) 2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound ((B)(6) 2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. (B)(6) 2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst, obesity and hypertension. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2009 for contraception as well as cetirizine hydrochloride (zyrtec) since 2018, cyanocobalamin since 2018, ergocalciferol since 2017, esomeprazole magnesium (nexium control), esomeprazole from 2017 to 2018, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluticasone propionate (flonase) since 2018, ipratropium bromide (atrovent) since 2016, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009 to (B)(6) 2009, omeprazole (prilosec) since (B)(6) 2018, prednisone, pyridoxine hydrochloride (vitamin b6) since 2018, salbutamol (albuterol) since 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2018. In 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced autoimmune disorder ("autoimmune disorder"), cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio"), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and procedural pain ("woke up mid-surgery kicking and screaming while on the table") and was found to have weight decreased ("severe weight loss- yes"). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins nos and surgery (ablation on (B)(6) 2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis, rash, bacterial vaginosis, procedural pain and weight decreased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device.need for additioanl surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6) 2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Patient received treatment for events- vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female were updated, reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("autoimmune disorder") and cutaneous sarcoidosis ("autoimmune disorder type of disorder: sarcoidosis lupus pernio") in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone confirmation test". The patient's past medical history included menarche (at age 12), abdominal pain, vomiting and diarrhea. She denies any dysmenorrhea or menorrhagia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts and uterine bleeding. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). In 2015, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines / headaches"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, cutaneous sarcoidosis, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia'), autoimmune disorder ('autoimmune disorder') and cutaneous sarcoidosis ('autoimmune disorder type of disorder: sarcoidosis lupus pernio') in a 40-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right side had difficulty deploying (another device had to be used) nos", device use issue "had to use a second device" and device monitoring procedure not performed "plaintiff did not undergone confirmation test". The patient's medical history included menarche (at age 12), abdominal pain, vomiting, diarrhea, preterm labor, unspecified essential hypertension, esophageal reflux, morbid obesity, smoker and endometrial ablation. She denies any dysmenorrhea or menorrhagia. (B)(6)2010, findings: normal small anteverted uterus, bilateral ostia. Procedure findings: normal uterine cavity. There were 4 coils visible projecting from the left tube and 4 coils from the right. Ultrasound ((B)(6) 2015), the uterus was anteverted and not enlarged in its overall dimensions. The myometrium was homogeneous without evidence of lesions. The endometrial lining measures 6.52 mm at its thickest portion. Bilateral echogenic reflectors are noted within the interstitial portion of the fallopian tubes, consistent with the stated . History of tubal occlusion by essure coils. Both ovaries are visualized and have normal appearances and dimensions. There are no adnexal masses seen. There is no free fluid in the posterior cul-de-sac or other portions of the pelvis. (B)(6) 2017, findings: essure coils in place bilaterally,. Small para tubal cyst on the right. Normal bilateral ovaries normal uterus. Normal uterine cavity, no fibroids or polyps. Gross description, fallopian tube, sterilization: received in formalin labeled "bilateral fallopian tubes, bilateral essure coils, and para tubal cyst are two pink-purple; slightly congested fallopian (tubes each with fimbriated end. The first fallopian tube measures 6.0 cm length-and 0.5.em in diameter, representative sections of this fallopian tube are .submitted in cassette ¿a¿ second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. There are two para tubal cysts located in the mid portion of the fallopian lube, the first measures 1.0 cm in greatest dimension on a stalk measuring 1.2 x 0.1 cm; the second para tubal cyst measures 0.3. Cm in greatest dimensions representative sections of this portion of the specimen including the para tubal cysts entirely submitted in cassette ''8''', also in the within container is a para tubal cyst measuring 0.8 x 0.6 x 0.6 cm attached to a stalk measuring 1.0 cm in length-and 0,1 cm in diameter, this portion of the specimen is entirely submitted in cassette, "c" silver metallic essure coils measuring 0.1 cm in diameter. The coils has been stretched to a length of 10.2 cm and the second, coil has been stretched to a length of 13.7 cm. No microscopic examination is performed on this portion of the specimen endometrium, biopsy/curettage' received in formalin labeled "endometrial curetting¿s are bright red feathery soft tissue fragments, which have an estimated volume of 2.0 cc. Pathology: bilateral fallopian, tubes, bilateral essure: coils, and para tubal cyst, endometrial curetting¿s. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included wheezing, neoplasm, cutaneous sarcoidosis, vulvovaginal warts, uterine bleeding, allergic reaction to analgesics, blood pressure high, bacterial vaginosis, sarcoidosis, precordial pain, chest pain, hypokalemia, smoker, human papilloma virus test positive, esophageal reflux, bacterial vaginosis, hypertension, allergic rhinitis, sarcoidosis, energy increased, difficulty sleeping, lupus pernio, uterine bleeding, paratubal cyst, obesity and hypertension. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) since september 2009 for contraception as well as cetirizine hydrochloride (zyrtec) since 2018, cyanocobalamin since 2018, ergocalciferol since 2017, esomeprazole magnesium (nexium control), esomeprazole from 2017 to 2018, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fluticasone propionate (flonase) since 2018, ipratropium bromide (atrovent) since 2016, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2009 to (B)(6) 2009, omeprazole (prilosec) since (B)(6) 2018, prednisone, pyridoxine hydrochloride (vitamin b6) since 2018, salbutamol (albuterol) since 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2018. In 2010, the patient experienced nausea ("nausea"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), cutaneous sarcoidosis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), sarcoidosis ("autoimmune disorder- type of disorder: sarcoidosis") and rash ("skin rash"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), menstrual disorder ("menstruation issues"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition") and procedural pain ("woke up mid-surgery kicking and screaming while on the table") and was found to have weight decreased ("severe weight loss- yes"). The patient was treated with hydrochlorothiazide, ranitidine hydrochloride (zantac), vitamins nos and surgery (ablation on 20-07-2017 and to remove the essure/hysterectomy with salpingectomy/septoplasty on (B)(6) 2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, cutaneous sarcoidosis, menstrual disorder, hypersensitivity, migraine, headache, allergy to metals, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, nausea, depression, anxiety, sarcoidosis, rash, bacterial vaginosis, procedural pain and weight decreased outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, bacterial vaginosis, cutaneous sarcoidosis, depression, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, rash, sarcoidosis, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she woke up during surgery and was kicking and waving arms, had to be put back under. Plaintiff's underwent treatment due to complications from the essure device. Need for additional surgery. There were 4 coils visible projecting from the left tube and 4 coils from the right. On (B)(6) 2017, patient had procedure: laparoscopy with bilateral salpingectomy, para tubal cystectomy, hysteroscopy, dilatation and curettage, nova sure endometrial ablation. The first fallopian tube measures 6.0 cm in length and 0.5 cm in diameter. The second fallopian tube measures 5.4 cm in length and 0.6 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cutaneous sarcoidosis, weight increased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. New event added- weight decreased. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.